Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached from the adhesive after 10 days of wear and he was therefore unable to monitor his glucose. Customer experienced a loss of consciousness and was unable to self-treat so he was treated by his brother with glucagon and cake. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported his adc freestyle libre sensor detached from the adhesive after 10 days of wear and he was therefore unable to monitor his glucose. Customer experienced a loss of consciousness and was unable to self-treat so he was treated by his brother with glucagon and cake. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Additional information:) section h4-device manufactured date has been updated based on product download. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.